Manufacturer narrative:
Failure analysis was performed on the touch controller printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: install the provided touch controller pcba on a known good unit. Stylus doesn¿t align with cursor in the screen. Perform calibration twice and restarted encore programmer twice ¿ touch screen still cannot be calibrated properly, and stylus doesn¿t align with the cursor. Installed a known good touch controller pcba and stylus calibrated properly. Confirmed customer complaint touch screen cannot be calibrated properly due to failing touch controller pcba. Conclusion: complaint confirmed. The touch controller pcba is out-of-spec electrical. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer would not recognize some devices. However, an error was found in the error log. It was indicated that parts of the touchscreen were not responsive. The touch controller printed circuit board (pcb) was replaced. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not recognize some devices. The programmer was returned for service. No patient complications have been reported as a result of this event.